Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text: device not yet received.

Event description:
A sales representative reported on behalf of a customer that the 60-6085-201a, vcare 200a ¿ medium device was being used during a robotic hysterectomy procedure on (B)(6) 2024, and ¿the balloon fell off and the green cap came apart. They were able to complete the procedure with another vcare and there was no patient injury.¿ through follow-up assessment, the surgeon informed the sales representative that "the balloon slipped off the shaft when he removed the uterus and the piece fell onto the floor. This caused him some concern because he did not want to leave any piece inside the patient. He found the fragment that fell on the floor, and nothing was left in the patient. He opened another vcare to compare the tip strength and said on the new one he couldn¿t pull it apart.". All components were retrieved. There was no medical/surgical intervention or extended hospitalization required. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 60-6085-202a in unoriginal package. Lot number was not verified. Performed a visual inspection, the complaint was confirmed. The vcare was returned completely dissembled. Root cause cannot be identified however based upon the evaluation and photographs, a possible cause for this issue is the use of excessive force during removal of the device from the patient. A 2 year lot history review could not be conducted as a lot number was not provided. A device history record review could not be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 47 reports, regarding 51 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised d to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counterclockwise (anticlockwise) and retract to the handle. A. Swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage b. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the 60-6085-201a, vcare 200a ¿ medium device was being used during a robotic hysterectomy procedure on (B)(6) 2024, and ¿the balloon fell off and the green cap came apart. They were able to complete the procedure with another vcare and there was no patient injury.¿ through follow-up assessment, the surgeon informed the sales representative that "the balloon slipped off the shaft when he removed the uterus and the piece fell onto the floor. This caused him some concern because he did not want to leave any piece inside the patient. He found the fragment that fell on the floor, and nothing was left in the patient. He opened another vcare to compare the tip strength and said on the new one he couldn¿t pull it apart." All components were retrieved. There was no medical/surgical intervention or extended hospitalization required. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.